Event description:
Information was received indicating that a smiths medical cadd solis vip pump did not infuse properly and did not alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: event date and information stating no patient involvement, was received.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The investigator reviewed the event history log. The investigator then ran the pump in user mode and mu mode. An accuracy test was also ran. The following customer reported complaint: did not infuse properly or alarm was confirmed. The test results of +3.67%, +3.77% and +4.03% were all within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. No alarm was present due to normal operation of the pump. It did not track the actual volume and failed to alarm until the reservoir volume counted down to zero. This problem occurred because the expulsor was out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor was trimmed to bring it closer to nominal specification.